Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had a bladder infection two weeks ago. When the patient has a bladder infection, they cannot go to the bathroom. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were asked to provide their bladder infection diagnosis/dates of onset. They responded burning and going to the bathroom every 15 or 20 minutes and not emptying out. They were asked the cause of the reported bladder infection and responded they didn't know what the cause was, but they still had times when they burned and went to the bathroom a lot. They were asked if the bladder infection was related to their underlying urinary condition and they responded it was right after their last surgery, on (B)(6) 2019 (implant surgery). They doctor sent them a prescription when they called them on march 6 and sent them keflex. Their last appointment with the doctor was (B)(6) 2019.